Manufacturer narrative:
Concomitant medical device: product: ID 8731, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Additional information was received. It was reported that the patient did not have concerns with her therapy or device.

Event description:
It was reported that the patient had a (B)(6) infection in (B)(6) 2006. The patient was without a pump for 6 months before they implanted a new one. Additional information has been requested, but was not available as of the date of this report.